Event description:
A customer reported a sudden negative shift in performance for ahcv quality control fluid. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.